Event description:
On (B)(6) 2022, the patient underwent endovascular procedure to treat an infrarenal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. Reportedly, the device was deployed to the level of the renal arteries as per intended, leaving the renal arteries patent, which was confirmed via an angiographic run. The remaining steps of the procedure were completed and upon the final angiographic run it appeared that the device covered the lowest renal artery. Looking back through the angiographic run it appears that when the proximal device was ballooned, the balloon has pulled the device up, thus covering the lowest renal artery. The physician decided to attempt to cannulate and stent the left renal artery to hold it open, however, it was unsuccessful. The end of the renal artery was dissected with no out flow. The physician decided to stop any further treatment and complete the procedure. No further adverse events have been reported. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Images and the additional information were requested. Further information will be provided.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Reportedly, the ballooning caused the covering of the lowest renal artery by the device. However, the balloon information was not available. The unsuccessful attempt to cannulate and stent the left renal artery, caused the renal artery dissection. However, the details are not available. Additional information and images were requested but were not available. With information provided, it is unable to determine the cause of dissection. According to the gore® excluder® conformable aaa endoprosthesis. Instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion / stenosis of device or native vessel and vascular trauma (e.g., aorta dissection, aorta damage).